Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #18 (type IV bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that on (B)(6) 2011, the following graft materials were used to prepare the implant site, cerasorb, bacterin membrane and nova bone putty. Inadequate bone quality/quantity, immediate extraction site, adjacent to an endodontic tooth and a previous bone augmentation were involved in the event. The clinician states that the implant failed to integrate. The implant was removed on (B)(6) 2013. Medical history: no significant findings.